Event description:
This female patient with a medical history of previous mi, silent ischemia, previous CABG and hypertension was admitted to the cath lab for elective coronary angiogram. Angiography revealed a 68%, de novo, eccentric, diffuse, bifurcated, type c lesion in the proximal lad. In 2005: heparin was administered via IV. The lesion was predilated with a 2.0x20mm balloon inflated to 16 atm. A 2.5x28mm cypher stent was deployed to 20 atm for 15 seconds. An additional 3.0x23mm cypher stent was deployed to 16 atm for 16-30 seconds at the proximal end of the initially implanted cypher, overlapping it. The stents were post-dilated with a 3.0x23mm balloon inflated to 20 atm. Following stent deployment, the physician noted that there was an abrupt closure (no-flow) of the stented segment. This was treated with intra-coronary administration of dipyridamole and sodium nitroprusside and timi iii flow was restored. There was no patient injury and the patient was discharged the following day in stable condition. Physician's comment: the cause of this event was due to the procedure.

Manufacturer narrative:
Note: the device is not distributed in the us; however, it is similar to us product. This is one of two reports submitted for the same event. Please reference MFR. Report #'s: 9616099-2006-00708 and -00709. Additional info will be submitted within 30 days of receipt.